Event description:
It was reported that pump displayed malfunction alarm with code malf 0, and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset pump, assisted customer with reset, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction appeared again, which customer understood.